Event description:
It was reported that the pump shut off unexpectedly at 25% battery life. The customer reported having elevated blood glucose levels on and off throughout the day, but was unsure if it was related to the reported issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.